Manufacturer narrative:
Product ID 8781, serial# unknown, implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the hcp was trying to increase the patient's daily dose. They had made a dose adjustments from 100ug to 115.9ug/day since the revision. A revision had been performed because the position wasn't right and the patient wasn't getting good flow. It was unknown if the catheter or both the pump and catheter were revised. The device system was used to deliver baclofen. It was later reported that the event was attributed to an infection. As a result of the infection the pump was removed. The family requested placement of a new pump which was implanted in (B)(6) 2013.

Event description:
The previously reported information was received by a rehab physician as he believed that the patient had a prior system. It was later reported by the surgeon that the patient was implanted on (B)(6) 2013 and no revisions or replacements had occurred. The patient had a trial and then was referred to the neurosurgeon for the permanent implant. They have not had any reports of issues or malfunctions since the pump implant.

Event description:
It was later reported that the pump was not replaced due to infection. The reporter had no information about the infection to provide because it did not affect the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter.

Manufacturer narrative:
(B)(4).